Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem; f10: patient codes; and h6: patient codes.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented with chest pain and phrenic nerve stimulation. An echocardiogram revealed that the rv lead had perforated the rv wall. Additionally, there was no capture on the rv lead. This rv lead was revised and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented with chest pain. An echocardiogram revealed that the rv lead had perforated the rv wall. Additionally, there was no capture on the rv lead. This rv lead was revised and remains in service. No additional adverse patient effects were reported.